Event description:
It was reported that the patient developed high pacing thresholds on the right ventricular (rv) lead and the left ventricular (lv) lead. The rv lead was capped and replaced and the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: product: d204trm biv defibrillator (B)(6) 2012; 6947 defib lead (B)(6) 2012; 5076 non defib lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the outer insulation was breached and there was apparent explant damage.

Event description:
It was reported that the patient developed high pacing thresholds on the right ventricular (rv) lead and the left ventricular (lv) lead. The rv lead was capped and replaced and the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.